Manufacturer narrative:
Patient weight has been requested. No weight information has been received. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, the following was found: initial reported issue was ¿initializing, please wait¿ displayed on the pendant with red ¿x¿ for generator and mobile view station (mvs) with green x-ray light on top of mvs flickering. Prior to this it was said that an ap and lat 2d image was successful. Rebooting 3 times did not resolve the issue but did take a long time to shut down and start up. Arrived on site and system booted up just fine. Rebooted several times and it booted each and every time. Then extended the gantry in the x direction and the pendant stated "initializing please wait....". The remote desktop was flickering under the system board ready and then error each time changing the status statements all while the green ready light above the mvs was also flickering. About 5 minutes into this it all stopped and everything was good. Shot 2d and 3d spins with no issues. Rebooted again and all is good. Factory support found that the logs were consistent with a known communication issue (mvs & ias) if the umbilical is not seated properly. I was only able to recreate this once as stated above. If this should happen in the future, the proper troubleshooting steps to take are: to reseat the umbilical (should reconnect within approx. 1min +/- 15secs). Restart the system (paying attention to only press to power button until the solid blue lite starts to blink - then release). If the power button is held for too long, then the system starts a hard shut down / power off sequence which will take approx 5mins to fully shut off, likewise turning it on for the first time after this can take just as long. The software investigation found that the reported behavior is consistent with a known software anomaly. This anomaly is tracked through a software anomaly tracking database, and references to this instance have been added. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system could not be fully initialized. The system was successfully used to acquire 2d images, but then displayed 'initializing, please wait' and could not be used for 3d image acquisition. The system was rebooted, but the generator and mobile view station (mvs) status were red when the system came back up. The use of medtronic imaging and navigation were discontinued because of this issue. The procedure was completed successfully with a c-arm, and the patient was not impacted. There was no delay to the case. No additional details were provided.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Correction: patient weight updated to proper value.